Event description:
It was reported that the patient experienced a low blood glucose while using a libre 3+ and treated it with approximately 12 grams of carbohydrates from cranberry juice, with the lowest sensor value of 57 mg/dl and subsequent recovery to in-range; the patient indicated that not using meal announcements led to a system-delivered correction and a subsequent drop, and troubleshooting and education were completed with no alerts or alarms observed. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose intake; no serious injury, illness, or impairment occurred. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed that there were no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.